Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with loss of capture on the left ventricular (lv) lead. During the procedure, the rv lead was capped and replaced in order to resolve the event. The lv lead was deactivated and left in situ and the patient's condition was stable following the procedure.